Manufacturer narrative:
An event of device migration was reported. The imaging provided by the account were further reviewed by an abbott staff, which confirmed the reported event information. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet delivery sheath. The sizing of the device was determined by computerized tomography (CT). The left atrial appendage (laa) was in a windsock shaped and the dimensions were landing zone (lz) 17x24mm, ostium 20x30mm. During procedure, the patient had sinus rhythm, the close criteria was satisfied and the amulet was implanted, and the device compression was in the roman helmet shape. On (B)(6) 2024, a routine transesophageal echocardiography (tee) showed the device was moved. On an unknown date in (B)(6) 2024, a computed tomography (CT) was taken and showed the device have been tilted in the laa and it was not closing the appendage. The disc was also outside the laa and moved towards the mitral valve. The physician mentioned 3d-mpr (multiplanar reconstruction) and scrolling through the device, there was no significant peri-device leak greater than 5 mm, which was an acceptable result, and patient was not exposed to a higher risk of stroke. The physician mentioned no need for intervention. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information /na.